Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 29-nov-2021. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of pruritus ('itching around the arms, no longer tolerates traditional shower gel') in a 49-year-old female patient who had essure (batch no. C40054) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced ligament pain ("ligament pain"). In 2017, the patient experienced sarcoidosis ("beginning of sarcoidosis"). On an unknown date, the patient experienced pruritus (seriousness criterion medically significant), arthralgia ("joint pain"), chest pain ("chest pain (inflammation of the ribs will be diagnosed)"), osteitis ("chest pain (inflammation of the ribs will be diagnosed)") and cervical dysplasia ("gynecology stage 2 dysplasia will be diagnosed") and was found to have weight increased ("weigh gain because of the difficulties to do sports caused by joint pains"). Essure treatment was not changed. In 2020, the sarcoidosis had resolved. At the time of the report, the pruritus, arthralgia, chest pain, osteitis, cervical dysplasia and weight increased outcome was unknown and the ligament pain had not resolved. The reporter considered arthralgia, cervical dysplasia, chest pain, ligament pain, osteitis, pruritus, sarcoidosis and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available most recent follow-up information incorporated above includes: on 7-dec-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 29-nov-2021. This spontaneous case was reported by a consumer and describes the occurrence of pruritus ('itching around the arms, no longer tolerates traditional shower gel') in a (B)(6) female patient who had essure (batch no. C40054) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced ligament pain ("ligament pain"). In 2017, the patient experienced sarcoidosis ("beginning of sarcoidosis"). On an unknown date, the patient experienced pruritus (seriousness criterion medically significant), arthralgia ("joint pain"), chest pain ("chest pain (inflammation of the ribs will be diagnosed)"), osteitis ("chest pain (inflammation of the ribs will be diagnosed)") and cervical dysplasia ("gynecology stage 2 dysplasia will be diagnosed") and was found to have weight increased ("weigh gain because of the difficulties to do sports caused by joint pains"). Essure treatment was not changed. In 2020, the sarcoidosis had resolved. At the time of the report, the pruritus, arthralgia, chest pain, osteitis, cervical dysplasia and weight increased outcome was unknown and the ligament pain had not resolved. The reporter considered arthralgia, cervical dysplasia, chest pain, ligament pain, osteitis, pruritus, sarcoidosis and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformance data; should any new and reportable information become available as a result, this will be provided in a supplementary report.